Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient started to experience signs and symptoms of thrombus just a few days after a device exchange. The patient had high pump powers and hemodynamic instability with increased requirements for vasoactive medication. The patient was returned to the or for a device exchange, which was performed without issue. It was reported that the clinicians felt that the thrombus likely came from the left ventricle, as the patient's previous device exchange earlier in the week revealed a significant amount of clot in the left ventricle and throughout the pump.

Manufacturer narrative:
The previous device exchange referenced is covered under MFR# 2916596-2015-00459. Approximate age of device: 4 days. The device was received for analysis. The evaluation is not complete. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
Thrombus was confirmed through the evaluation of the returned pump. Evaluation of the pump upon disassembly revealed a non-laminated deposition situated around two of the rotor blades at the proximal end of the rotor. The deposition was not adhered to the rotor. The observed deposition also lacked denaturation and lamination, indicating that the deposition likely did not develop in this location. Although the observed deposition and the duration for which it was present within the pump could not be determined, if the deposition was present in this location while the pump was supporting the patient, it could have contributed to the patient¿s reported power elevations. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists device thrombosis as a potential adverse event associated with use of the heartmate ii lvas. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The user facility number was not provided. The intermacs identifier is (B)(4).

Event description:
Additional information was received from the intermacs registry stating: low flows on vad (newly exchanged on (B)(6) 2015) prompted 2nd pump exchange ((B)(6) 2015) in which tissue was found in rotor additional information also included indicated that the patient expired on (B)(6) 2015. Primary cause of death was multisystem organ failure (msof). Device function normal: yes